Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. Peritonitis was manifested by cloudy effluent. Beginning five days after the cloudy effluent, the patient was treated with ceftazidime 20 milligrams per kilogram intraperitoneally (frequency and duration not reported), cefazolin 20 milligrams per kilogram intraperitoneally (frequency and duration not reported), and heparin 50 international units per liter for all exchanges (duration not reported) for the peritonitis event. Dianeal, nutrineal, and extraneal therapies were ongoing. The patient was recovered from the peritonitis event. The patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the patient was performing continuous ambulatory peritoneal dialysis. Should additional relevant information become available, a supplemental report will be submitted.